Event description:
It was reported that the patient underwent a lead replacement procedure due to an unknown reason. No further information could be obtained despite good faith efforts.

Event description:
It was reported that the patient underwent a lead replacement procedure due to an unknown reason. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: unk-p-scs-linear_leads, model: ni, serial: ni, batch: ni, UDI: ni. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.